Event description:
Patient was at home with home infusion of chemo. She complained of chest discomfort and was brought into o/p department. The patient was evaluated and it was determined there was a leakage of chemotherpy through the catheter about three inches from the distal end. The catheter was remoived. Manufacturer was notified 4/7/93device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.